Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03761. It was reported that following a traumatic event, the patient's leads migrated, which was confirmed by x-ray imaging, and effective therapy was lost. As a result, surgery may occur to address the issue.

Event description:
Additional information received that surgical intervention was undertaken on (B)(6) 2021 where in the left lead was repositioned. It is unknown which lead is liable so both leads are reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.